Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 48 mg/dl and the insulin pump went into threshold suspend but her blood glucose is 179 mg/dl. Customer did not notice any bent cannulas on the sensors. Current blood glucose is 179 and sensor reading 166. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.